Manufacturer narrative:
Mnufa turer narrative: reportable near incident indentified. Investigation in progress.

Event description:
This serious spontaneous case, manufacturer control number (B)(4) is an initial report from (B)(6) received on 29-apr-2022 from a consumer/other non health professional through diamed ((B)(4)). This case report concerns an adult female patient, who topically applied thermacare heat wraps (thermacare flex) for menstrual pain, on (B)(6) 2022. Concomitant medication and medical history were not reported. On (B)(6) 2022, after thermacare heat wraps (thermacare flex) application, the patient experienced burn blister and intentional device use in unlabelled indication. The patient applied thermacare flex as a replacement for thermacare menstrual heat patches. As the heat wraps got hotter than expected, the patient put her t-shirt between the heat wrap and her skin. Upon removal of the heat wrap in the evening, the patient noticed a burn blister where the heat wrap had covered her genital area. Outcome: burn blister : unknown; outcome: intentional device use in unlabelled indication : unknown. The action taken in response to events was unknown.

Manufacturer narrative:
On 30-may-2022, additional information was received via angelini italy which received follow up on 16-may-2022 from (B)(4) complaint number: investigation was conducted for an unknown lot number of flexible use xl 8-hour product. There was limited device specific information provided. Without a batch reference number, a manufacturing and technical evaluation can not be completed for the wrap involved in this case. Per trn-000096313, complaint trending guideline, effective date: 29-apr-2021, in section 3.2.1, the complaint was evaluated to identify any potential trends. A 36-month trend analysis will be conducted for complaints with an unknown lot number since the date of manufacture is not known for unknown lot numbers. The following complaint intake, triage, and investigation (citi) customizable search and trackwise digital (twd) complaints search were performed: citi scope: date contacted: 04/29/2019 through 03/14/2021 manufacturing site: pfizer albany /complaint class: external cause investigation / complaint sub class: adverse event safety requested for investigation. Twd scope: date contacted: 03/15/2021 through 04/29/2022 manufacturing site: angelini albany / complaint class: undesirable side effect/ complaint sub class: adverse event safety requested for investigation. The citi customizable and twd search returned a total of twenty (20) complaints for flexible use xl products during this period for the class/subclass. Two of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The summary of confirmed complaints is as follows: inv-20875 ((B)(4), legacy qts), lot t48946: the root cause category equipment with contributor factor method. Consumer reports "content of the cells came out." Contamination of the chemistry premix can block the bottom film tracking sensor and prevent the sensor from correcting the tracking issue. A scenario that can potentially expose the forming plates/screens, allowing brine solution and chemistry premix to be dosed into the forming plates/screens' pockets. Thus creating accumulation in the platens (forming plates and screens) preventing the formation of cells. Contributor factor was identified as method because, during batch t48946, no procedure/form was implemented to inspect for build-up in platens (forming plates/screens). Corrective and preventive actions: CAPA-01340 ((B)(4) legacy qts) was generated to incorporate an alarm for the bottom film dvt camera to inspect platens to accumulate chemistry when holes are detected within the bottom film. The alarm will notify technicians to check the platens to ensure no build-up is present. Closed: 09-apr-2020. CAPA-01341 ((B)(4) legacy qts) was generated to determine market action requirements for batch t48946 and batch t73713. Both batches were confirmed to be showing cells damaged/leaking defects. Per gsk and pfizer procedures, a site meeting held on (B)(6), 2019, and a recall of batches t73713 and t48946 was determined. Based on the analysis of returned wrap, confirming a manufacturing defect with the potential to cause harm, cells leaking/damaged are listed as the severity of at least s3 based on the risk of causing a burn. The complaint rate exceeded the 14 cpm threshold for the defect of cells damaged leaking in these batches manufactured consecutively. The joint venture made the recommendation of recall of gsk and pfizer consumer health to pfizer to the wholesale level. They remain the marketing authorization holder for the german, swiss, and austrian markets. The euar for thermacare will manage the recall with european authorities. Closed: 18-dec-2019 inv-00178 ((B)(4), legacy qts), lot w62783: the most probable root cause category for this event is method/procedure (document unclear/lacking detail). The sop-63921 caused the unsealed cartons to require an update to include details of how to complete the cleaning for glue guns and the upper closing guide at the cartoner machine. CAPA-01315 ((B)(4) legacy qts) was issued to update the cartoner cleaning method for the gluing area established under sop-63921, closed on 28-jun-2019. The data shows an increase in complaints in (B)(6) 2020. All (B)(4) complaints received in (B)(6) 2020 are related to burns. Based on this citi and twd search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclasses of adverse event safety request for investigation for flexible use xl products, refer to the 36-month attached trend chart adverse event safety request for investigation flex xl 04-29-2019 to 04-29-2022. There is no further action required. Root cause investigation required? No. Based on the information provided, the events burn blister and intentional device use for unlabelled indication as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare flexible use xl does not mention that burn blister and intentional device use for unlabelled indication could be adverse events of this medical device. Dechallenge and rechallenge were not applicable for intentional device use for unlabelled indication and they were unknown for burn blister. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare flexible use xl and the incident is considered as possible. This investigation was conducted for an unknown lot number of flexible use xl 8-hour product. There was limited device specific information provided. Without a batch reference number, a manufacturing and technical evaluation can not be completed for the wrap involved in this case, the complaint was evaluated to identify any potential trends. A 36-month trend analysis will be conducted for complaints with an unknown lot number since the date of manufacture is not known for unknown lot numbers. The complaint intake, triage, and investigation (citi) customizable search and trackwise digital (twd) complaints search were performed. The citi customizable and twd search returned a total of (B)(4) complaints for flexible use xl products during this period for the class/subclass. Two of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this citi and twd search, the data did not show an increase over time for 36-months. There is not a trend identified for the subclasses of adverse event safety request for investigation for flexible use xl products. There is no further action required.

Event description:
This serious spontaneous case, manufacturer control number (B)(4) is an initial report from austria received on 29-apr-2022 from a consumer/other non health professional through diamed (B)(6). This case report concerns an adult female patient, who topically applied thermacare heat wraps (thermacare flex) for menstrual pain, on 22-apr-2022. Concomitant medication and medical history were not reported. On 22-apr-2022, after thermacare heat wraps (thermacare flex) application, the patient experienced burn blister and intentional device use in unlabelled indication. The patient applied thermacare flex as a replacement for thermacare menstrual heat patches. As the heat wraps got hotter than expected, the patient put her t-shirt between the heat wrap and her skin. Upon removal of the heat wrap in the evening, the patient noticed a burn blister where the heat wrap had covered her genital area. Outcome: burn blister : unknown; outcome: intentional device use in unlabelled indication : unknown. The action taken in response to events was unknown.